Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to the index procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 95% stenosis and was 15mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 60%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented to the emergency department with typical sub sternal chest pressure radiating down the arm and some associated shortness of breath. It abated considerably with usual measures but the patient still had some persistent discomfort. The patient was admitted for further evaluation and coronary angiography was performed. Treatment of the 99% stenosis in the mid to distal lad was attempted with placement of a 2.5 x 20 mm synergy¿ drug-eluting stent. However, it was unable to cross the lad vessel. The lad vessel was further treated with placement of a 2.5 x 24 mm stent (unknown manufacture). It was unable to advance initially but was finally deployed. There was decreased flow at that point proximally with no flow into the distal vessel. Accordingly, a 2.25 x 20 mm unknown manufacture's stent was deployed distal to the 2.5 x 24 mm stent. Flow into the distal vessel remained impaired, so another 2.25 x 20 mm unknown manufacture's stent was deployed further distally. There was a segment between the original 2 stents that was not covered, so a 2.25 x 8 mm unknown manufacture's stent was deployed. During the procedure, the patient became agitated and hypoxic and hypotensive. The patient was intubated and an intra-aortic balloon pump was placed from the left femoral artery. From that point on, the patient had recurrent incessant ventricular fibrillation and pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was performed and the patient received intravenous medications. The patient became asystolic and a temporary transvenous pacemaker was placed from the right femoral vein. Despite adequate pacing, the patient remained in pulseless electrical activity. Angiograms of the lad at that point revealed that the vessel was occluded with thrombus. Additional efforts at try to revascularize the lad were precluded because of ongoing CPR. Finally, the procedure was terminated and the patient was pronounced dead in the laboratory on the same day. Per death certificate, the immediate cause of death was myocardial infarction and the sequential cause attributed to death of the patient was coronary artery disease.